Event description:
The complainant alleged that while monitoring a pt, age and gender unknown, the ECG signal would spike to the top of the display and then change to a dotted line. The complainant indicated there was no adverse effect to the pt as a result of the reported malfunction.